Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a scratch was noted on lens after insertion. The product came into contact with the patient. Additional information received stated that scratch on lens was noted in the eye. There was no patient harm.

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Qualified associated products were indicated. The completed questionnaire indicated that the qualified viscoelastic was at room temperature. The amount of viscoelastic used in the cartridge was marked as "unknown". The instruction for use (IFU) instructs: the IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The questionnaire indicated that it was unknown how long the lens was allowed to remain in a folded condition inside the cartridge prior to implantation. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).